Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that general geometry and polygraph failure (02/25). During troubleshooting, the fse identified that table only has partial movements and arc geometry is defective. The fse replaced the geometry module. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the table only has partial movement, and the geometry arc is defective. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed the geometry module to be defective. The fse replaced the geometry module and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.